Event description:
Philips received a complaint by the customer on the v60 indicating that the battery failed alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the battery failed alarm had occurred. It was discovered that the installed battery was a third-party battery, and the remote service engineer (rse) advised to replace the battery with a philips brand battery. The investigation is ongoing.

Manufacturer narrative:
It was reported that the battery failed alarm had occurred. It was discovered that the installed battery was a third-party battery and the remote service engineer (rse) advised to replace the battery with a philips brand battery. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.